Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (500 mcg/ml at 100 mcg/day) via an implantable pump. The pump's indications for use (ifus) were listed as intractable spasticity and cerebral palsy. On (B)(6) 2016, the hcp reported that the pump was alarming due to an empty pump. The pump refill date was (B)(6) 2016. The patient was more spastic. The symptom was reported as sudden. The hcp refilled and updated the pump successfully. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the managing healthcare professional's (hcp's) office. The hcp indicated that the patient experienced mildly increased anxiety, mildly increased spasticity, and difficulty sleeping in relation to the empty pump. The predicted reservoir volume was 0.0 m, but 0.4 ml was aspirated from the pump. The pump was refilled and a 50 mcg bolus was programmed. The current rate of 100 mcg/day was continued. The symptoms resolved in 2 hours; the patient was back to baseline.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.